Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the site submitted log files for evaluation with concerns of emergency backup battery (ebb) fault alarms. The ebb was originally replaced on 20oct2021 for ebb fault alarms; these alarms appeared to resolve. However, on 15dec2021, the controller alarmed to replace backup battery. The backup battery was replaced, but the alarm reoccurred on 23dec2021. The log file confirmed the ebb fault occurrence on 23dec2021; motor function was not affected by this event. The controller was exchanged on 23dec2021 which resolved the ebb fault alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate 3 system controller (serial number: (B)(6) ) being exchanged was not confirmed. The reported event of a backup battery fault alarm was confirmed via analysis of the submitted log file. The log file contained approximately 23.5 hours of data (22dec2021 at 12:33:48 ¿ 23dec2021 at 11:55:43 per the timestamp). A backup battery fault alarm activated on 23dec2021 at 6:02:17 due to a load test failure; the alarm did not resolve throughout the remainder of the log file. The load test failed due to the unloaded voltage being under the acceptable threshold. The pump maintained a speed above the low speed limit throughout the log file. Additional information provided stated that (B)(6) would not be returning for evaluation as it was disposed of and that the controller exchange on 23dec2021 resolved the reported alarms. The submitted log file did not capture the controller being exchanged. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that (B)(6) was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on (B)(6) 2019. The heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and the heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the power cable disconnect and backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. The heartmate 3 IFU section 2, entitled "system operations", explains how to replace the system controller and how to replace the system controller backup battery. Section 5, entitled ¿surgical procedures¿, also explains how to install the backup battery in the system controller. The heartmate 3 IFU section 8, entitled ¿equipment storage and care¿, and the heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The heartmate 3 patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.